Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh (B)(4) on behalf of the importer arjohuntleigh, inc. (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh has become aware of the customer complaint aligning that at the time of lifting activities, using the sara 3000 active lift, the resident's feet slipped out of the device foot support platform. Following the outcome of the issue reported by the customer, the resident (who was being supported in the sling accessory) received an injury described as shoulder dislocation. No device or sling accessory malfunction was reported.

Manufacturer narrative:
This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was performed based on the gathered complaint information. Arjohuntleigh has become aware of the customer complaint alleging that at the time of lifting the patient from the bed, using the sara 3000 active lift, the resident's feet slipped off the device foot support platform. As a consequence, it was reported that the resident had lost their body weight balance and sat back on the edge of the bed. Initially, it was reported that the resident received the shoulder dislocation. Further information revealed by the customer facility confirmed that this stated suspicion of the serious injury was incorrect. After the event, a medical evaluation of the patient's right arm was conducted and no injury was found. When reviewing the reportable events for sara 3000 and similar active lifts, we have found a number of cases related to the failure: patient not suited for use with the device - note that this was the only relevant issue found according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. The sara 3000 device involved in the event is an active resident lift. This means that the patient is intended to have an active participation in the transfer process - from raising the patient to the standing position to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is to be mentally and physically capable of at least partial standing capability and stability. In accordance to the information provided, the resident's leg slipped off the foot plate platform just after being lifted out of the bed. It means that at the time of incident the resident was not bearing her weight. There was also no slipping of her body out of the supporting sling reported. After the event, the device was put through a function test and no deviation was observed - the device was in full working order. From this it appears the device was up to specification at the time of the incident. Based on the above, arjohuntleigh assumption is that the facility staff was not aware about the importance of the professional patient assessment, which should be carried out by a qualified nurse or therapist, before lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no device deficiency found and from that perspective the system was up to specification at the time of the incident. When the IFU would have been followed and the professional assessment of the patient before transfer would be provided before transfer, the event would have been avoided. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities in abundance of caution, not due to the serious injury that was stated in the initial report.

Event description:
Initially, it was reported that the resident received the shoulder dislocation. Further information revealed by the customer facility confirmed that this stated suspicion of the serious injury was incorrect. After the event, a medical evaluation of the patient's right arm was conducted and no injury was found.